Manufacturer narrative:
It was reported that the ventilators on/off switch of the ventilator did not work properly and received device logs contain a technical error code indicating power error. The field service engineer found that the on/off switch sometimes didn't turn on the ventilator and concluded that the user interface panel circuit board needed replacement. No repair was performed, the hospital didn't accept the offer to replace the user interface panel circuit board. No further problems have been reported. The evaluation of received device logs confirms a single occurrence of the technical error code for an internal power error on march 22, 2022, four days before the reported date of event, shortly after ventilation start. The date of event will be updated accordingly. This was preceded by several warm (watchdog) restarts, indicating a problem with the ventilator. On/off power switch error codes occurred on march 11 and on several other occasions before that. In general, if an internal power failure occurs during ventilation it may lead to stop of ventilation. Alarms will be generated. A problem with the on/off function will in itself not affect ongoing ventilation. As no part was replaced and returned for investigation, the root cause of the reported problem could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that on/off switch of the ventilator did not work and received logs contain power error. There was no patient harm. Manufacturer ref.#: (B)(4).